Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using four prostyles after a transcatheter aortic valve replacement procedure using a 8f sheath. Reportedly, a suture break was noticed for all the devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. In addition, sterile devices returned from the account were inspected and functionally tested. No anomalies were found during testing. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.